Manufacturer narrative:
Hill-rom tech support found the latch on the siderail to be inoperable. The latch part number was given to the account. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2014. It is unk if the facility performed any other preventative maintenance on this bed. The accounts maintenance dept repaired the latch to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating siderail will not latch. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).